Event description:
I was notified today of a patient with an infection. Device pocket is red and swollen. Physician informed me that the entire system would be extracted today. 3369-40q (B)(6) (B)(6)2023. Ra medtronic 5076/52 (B)(6)(B)(6)2015. Rv medtronic 6947m/62 (B)(6) (B)(6)2015. [Abbott lv lead]. I do not know when the infection started. The physician has not stated that the infection is related to any abbott product or procedure. No lead or generator in part, or in whole had penetrated the skin. Reference report: mw5161844. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).